Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported noise on the atrial channel of the programmer analyzer; no problems or failures were observed during the incoming functional testing. However, analysis noted that the space bar on the keyboard was torn, the left sliding keyboard was broken, the upper and lower bullets were worn, and the printer was defective. All broken and defective parts were replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer and analyzer were returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise noted on the atrial channel of the programmer analyzer. The programmer and analyzer were not able to be used for the implant procedure. The programmer and analyzer are expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise noted on the atrial channel of the programmer analyzer. The programmer and analyzer were not able to be used for the implant procedure. Another programmer was used to finish the case. The programmer and analyzer are expected to be returned for service. No patient complications have been reported as a result of this event.